Event description:
Reporter indicated that a dell handheld computer would not hold a charge. The computer and flashcard were returned and an analysis was performed. No anomalies were found with the devices as the handheld was confirmed to be able to hold a charge. At the conclusion of testing after over an hour of use, 78% battery capacity remained thus indicating that the device may not have been able to operate continuously for 8 hours, as labeling specifies it should.